Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the were experiencing a slow heart rate of approximately 40 beats per minute (bpm) which is below the lower programmed rate of the cardiac resynchronization therapy defibrillator (crt-d). The patient also reported a fast heart rate. The crt-d remains in use. No further patient complications have been reported as a result of this event.